Event description:
As reported: "the threads of the nail holding screw was damaged when attached to the nail."

Manufacturer narrative:
The reported event could not be confirmed, since the device was not returned but as per communication the product was confirmed with no damage and found to be functional. A device inspection was not possible since the affected device was not returned and no other evidences were provided for investigation. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design-related problems were unable to be identified as the lot number was not communicated. Based on the available information and communication, the root cause is user-related as the device was found to be functional and had no damage. If the device is returned or if any additional information is provided, the investigation will be reassessed.